Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred. The customer's blood glucose level was 310 mg/dl. The customer administered a manual injection. The alarm had not cleared at the time of the event, however during follow-up with tandem technical support, the customer reported the issue had been resolved.